Event description:
A consumer implanted for spinal pain reported that since (B)(6) 2016 the implantable neurostimulator (ins) was giving them electrical shocks in their back and pain from stimulation so they were unable to stand straight. The consumer met with the manufacturer¿s representative (rep) in (B)(6) 2016 who turned the system off and from there the pain/shocking resolved, and they were able to stand up straight from then on. According to the consumer the rep. Told them they didn¿t have to charge and the ins could be removed if needed. Due to the amount of time the device had gone without recharging it was reviewed that if the consumer wanted to use the ins again they would have to meet with their doctor since the ins was likely in overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.